Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 179 mg/dl. The customer also reported that the insulin pump had alarmed no delivery a week prior, and the alarm was resolved by an infusion set change. She stated that she pressed the act button and nothing happened when she went to set up a new reservoir. No significant events leading to the keypad issues were observed. She added that the act button was unresponsive for about 30 minutes, and it began working during the call. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump passed the functional testing. The device was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.